Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the batteries and charger board were replaced. The imaging system then passed the system checkout and was found to be fully functional. Pcba battery charger was returned to the manufacturer for analysis. Analysis found that there was a leaky capacitor and a over stressed charger board. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that one of the charger boards was bad. Issue was discovered during a preventative maintenance visit. There was no patient present when this issue was observed.